Event description:
It is reported that the tibia was revised for pain.

Manufacturer narrative:
Eval summary: it was reported that the tibial plate was used with a 10mm articular surface and a cr precoat femoral. However, part numbers for these components were not provided; and therefore, the actual products used were not identified. Comparison of this alleged complaint with the tibial plate package insert did not reveal that any contraindications were violated. Without add'l info, the exact cause of tibia pain cannot be conclusively determined at this time. Review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.